Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that there was a motor stall. The event date was unknown. There were no environmental, external or patient factors which may have led or contributed to the issue. No diagnostics or troubleshooting steps were performed. The pump was scheduled to be replaced on (B)(6) 2018. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to corrosion and/or wear and/or lubrication, a stall due to shaft bearing and a stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 10.0 mg/ml of morphine, bupivacaine, and clonidine at 1.755 mg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis on 2018(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.